Manufacturer narrative:
The sc provided assistance to the customer via telephone advising them how to export the clinical audit data to a memory stick. The sc also informed the customer that waveform/trend data is not exportable to a memory stick, but the waveform/trend data can be reviewed using the review smart key and printing the data. Follow-up with the biomedical engineer, confirmed that there was a patient death and the reason for retrieving data was due to user alarm handling. No device malfunction occurred.

Event description:
The customer requested assistance retrieving patient data and then storing the data on a memory stick for an internal review. Follow up with the biomedical engineer, confirmed that there was a patient death and the reason for retrieving data was due to user alarm handling.